Event description:
It was reported that upon opening the lead kit it was discovered the product quality was poor. It was noted the shielding on the lead was bunched up and forced the lead into a corkscrew pattern, which made advancing the lead into the epidural space impossible. It was reported the lead was not used and a new lead kit was used. It was reported the patient was receiving great coverage.

Manufacturer narrative:
Concomitant product: product ID: neu_stylet_acc, product type: accessory. (B)(4).